Event description:
During tonsillectomy of the right side after surgeon made the last cut with the pencil, a small flame came on the pencil tip. Pt did not get burned. Same thing happened again on the left side even though the pencil tip was changed to a different one. Pt under general anesthesia with dr giving 60% of o2. No pt injury.